Manufacturer narrative:
Pc-(B)(4). Date sent: 2/5/2024 d4: batch #436c33 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload (a) loaded in the device and a second reload (b) present. Both reloads (a and b) were received fully loaded with staples, with the washers uncut, with the drivers and with the knifes recess below the reload decks. The reload (a) was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reloads and the device fired, forming all staples and cutting as intended. The cut lines and the staple lines were completed and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 436c33, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "device did not release properly"? 2. Did the device cut? No, it got caught before cutting 3. If the device cut/fired, was the cut line complete?- 4. Did the device staple? No, it got caught before stapling 5. If the device stapled/fired, was the staple line complete?- 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)?- 7. Did the device close? No 8. Did the device fire? No 9. Did the device open? - 10. Was the device difficult to close on the tissue?- 11. Was the device difficult to fire? - 12. Was the device difficult to open? - 13. On which firing did this occur? - 14. Did the tissue retaining pin lock into the correct position? -

Event description:
It was reported that during an unknown procedure the device did not release properly, hooked. Then they use a new magazine. Same problem here. Then fired with a new device. No patient harm nor significant delay reported.